Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt that the recommended bolus dosing of 34 units calculated by the pump was too large. Tandem technical support verified that based on the customer's settings, the bolus calculation was accurate. However, review of the pump data logs showed that the customer's correction factor had been previously set at 1u:40 mg/dl, but had been incorrectly re-entered as 1u:4 mg/dl by the nurse. The customer's blood glucose level was 247 mg/dl. Tandem technical support assisted the customer in successfully adjusting the desire setting.